Event description:
A venaseal closure system was used during a case of treatment of the bilateral great saphenous vein (gsv). Tumescent infiltration was not used. General anesthesia and hand compression was used. The IFU was followed. No challenges or deviations related to the location of catheter tip prior to initial delivery of adhesive. The catheter tip was 5cm away from the sfj. There was compression of the gsv. The vein closed. It was reported the patient did not complain of pain during the treatment. Approximately one month post-op patient experienced hypersensitivity along the whole leg with itching and redness. The patient was referred to a dermatologist. When the patient returned for review rashes observed. Patient was prescribed steroids (prenisolone). Patient is recovering well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis one still image was provided for evaluation. In the image you can see a rash all over the patient legs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.